Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The four additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the bilateral common femoral arteries was attempted with five prostyle devices using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure via a 6f sheath, bilaterally. Reportedly, a cuff miss [suture-retrieval issue] occurred with all five prostyle devices. The sutures of two additional prostyle devices were successfully pre-placed at each of the access sites (a total of four devices). The sheath was upsized to 14f bilaterally and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy; however, protamine was administered, which was not part of the original treatment plan. No additional information was provided.